Event description:
It was also reported that the patient experienced syncope.

Manufacturer narrative:
Final analysis found that the device could not be interrogated due to corrupted memory including the ID-bit. The ID-bit was programmed to correct value and the device could be interrogated and was found to be in back-up vvi mode. The downloading product code, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.